Event description:
It was reported that an interrogation showed the right ventricular (rv) lead triggered an alert for measured high superior vena cava (svc) impedance. It was noted that the rv coil impedance also rose in correlation with the svc coil impedance. A lead fracture was confirmed with exhibited high pacing impedance. The svc coil was electronically programmed off. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).